Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. To address the issue the stm replaced a missing screw from cart release latch. The stm verified that the cart and pump were locking and unlocking correctly and verified that the iabp was charging the batteries. The stm additionally replaced the 9v battery that was dead, using customers inventory. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the battery on the cardiosave intra-aortic balloon pump (iabp) does not charge. It is unknown under which circumstances this event occurred; however there was no patient involvement.

Event description:
It was reported that the battery on the cardiosave intra-aortic balloon pump (iabp) does not charge. It is unknown under which circumstances this event occurred; however there was no patient involvement.